Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not opening. A field service engineer tested in both the application and diagnostics. Upon opening the back panel for inspection, an obstruction caused by medication packaging was found to be preventing the drawer from opening. The obstruction was removed, and the drawer was successfully recovered and tested. The customer also tested the drawer and verified that it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, it requires maintenance and user unable to pull medications from the drawer. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.